Manufacturer narrative:
Investigation summary bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that after use the samples were clotting with a bd microtainer® tubes with k2e (k2edta). The following information was provided by the initial reporter: it was reported that the samples were clotting. Additionally, the bd sales consultant provided the following additional information: they had one baby where they are getting an excessive platelet clumping flag. They are trying to get a platelet count and want to know if bd has a tube that contains magnesium. The baby has been drawn multiple times and the issue persists. They check for clots before running and only once were there clots in the tube. The tubes were drawn by different people so they do not feel it is a technique issue. Site does not have lot# but is looking for information if we have another option for a tube they can use. Bd does not have a tube that contains magnesium to prevent platelet clumping.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that after use the samples were clotting with a bd microtainer® tubes with k2e (k2edta). The following information was provided by the initial reporter: it was reported that the samples were clotting. Additionally, the bd sales consultant provided the following additional information: they had one baby where they are getting an excessive platelet clumping flag. They are trying to get a platelet count and want to know if bd has a tube that contains magnesium. The baby has been drawn multiple times and the issue persists. They check for clots before running and only once were there clots in the tube. The tubes were drawn by different people so they do not feel it is a technique issue. Site does not have lot# but is looking for information if we have another option for a tube they can use. Bd does not have a tube that contains magnesium to prevent platelet clumping.